Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024, the patient¿s cgm was reading 250 mg/dl. No bg meter reading was taken. She self-treated with 10 units of insulin. At an unspecified time later, the patient started to not feel well. She couldn¿t talk and could barely walk. Emergency medical services was called. Once ems arrived, the patient¿s bg meter reading was 50 mg/dl and the cgm was still reading 250 mg/dl. Ems treated the patient with IV glucose and transported her to the ER. At the ER, some unspecified blood work was done. She was in the ER for approximately 8 hours before being discharged. The patient was ¿fine¿ at the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid when ems arrived. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/4/2025.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - correction/additional information. H10: corrected data.